Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia"), genital haemorrhage ("abnormal bleeding"), bipolar disorder ("bipolar disorder") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. 623215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, diabetes, sleep apnea and hyperlipidemia. Concomitant products included alprazolam (xanax), cyclobenzaprine hydrochloride (flexeril), duloxetine hydrochloride (cymbalta), ibuprofen, lamotrigine (lamictal), metformin, pantoprazole (protonix), quetiapine (seroquel), salbutamol (ventolin), simvastatin and sumatriptan (imitrex). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), the first episode of dyspareunia ("painful intercourse"), migraine ("migraines"), infection ("infections"), depression ("depression"), anxiety ("anxiety"), incontinence ("incontinence"), vaginal haemorrhage ("abnormal vaginal bleeding"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), bladder disorder ("bladder problems"), urticaria ("hives"), eczema ("eczema"), urinary tract disorder ("urinary tract disorder"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), irritable bowel syndrome ("ibs"), back pain ("back pain"), abdominal pain upper ("stomach pain"), neck pain ("neck pain"), pain in extremity ("leg pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on 7-oct-2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, bipolar disorder, autoimmune disorder, migraine, infection, depression, anxiety, incontinence, vaginal haemorrhage, fibromyalgia, bladder disorder, urticaria, eczema, urinary tract disorder, headache, dysmenorrhoea, the last episode of dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, back pain, abdominal pain upper, neck pain, pain in extremity and abdominal pain outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, autoimmune disorder, back pain, bipolar disorder, bladder disorder, depression, dysmenorrhoea, eczema, fatigue, fibromyalgia, genital haemorrhage, headache, incontinence, infection, irritable bowel syndrome, menorrhagia, migraine, neck pain, pain in extremity, pelvic pain, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received:the event abnormal vaginal bleeding, menorrhagia, bipolar disorder, fibromyalgia, hives, eczema, bladder problems, urinary tract disorder, headaches, dysmenorrhea, dyspareunia, vaginal discharge, fatigue, weight gain, ibs, back pain, stomach pain, neck pain, leg pain, abdominal pain, cramping.reporters,lot number,lab data,concurrent condition,concomitant medication,event outcome added. Incident~ at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia"), genital haemorrhage ("abnormal bleeding"), bipolar disorder ("bipolar disorder") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. 623215) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, diabetes, sleep apnea and hyperlipidemia. Concomitant products included alprazolam (xanax), cyclobenzaprine hydrochloride (flexeril), duloxetine hydrochloride (cymbalta), ibuprofen, lamotrigine (lamictal), metformin, pantoprazole (protonix), quetiapine (seroquel), salbutamol (ventolin), simvastatin and sumatriptan (imitrex). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), infection ("infections"), depression ("depression"), anxiety ("anxiety"), incontinence ("incontinence"), vaginal haemorrhage ("abnormal vaginal bleeding"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), bladder disorder ("bladder problems"), urticaria ("hives"), eczema ("eczema"), urinary tract disorder ("urinary tract disorder"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)/painful intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), irritable bowel syndrome ("ibs"), back pain ("back pain"), abdominal pain upper ("stomach pain"), neck pain ("neck pain"), pain in extremity ("leg pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on 7-oct-2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, bipolar disorder, autoimmune disorder, migraine, infection, depression, anxiety, incontinence, vaginal haemorrhage, fibromyalgia, bladder disorder, urticaria, eczema, urinary tract disorder, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, back pain, abdominal pain upper, neck pain, pain in extremity and abdominal pain outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, autoimmune disorder, back pain, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, fibromyalgia, genital haemorrhage, headache, incontinence, infection, irritable bowel syndrome, menorrhagia, migraine, neck pain, pain in extremity, pelvic pain, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("painful intercourse"), migraine ("migraines"), infection ("infections"), depression ("depression"), anxiety ("anxiety") and incontinence ("incontinence"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, dyspareunia, migraine, infection, depression, anxiety and incontinence outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dyspareunia, genital haemorrhage, incontinence, infection, migraine and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.